Event description:
The hospital reported that after completing an endoscopic vein harvesting procedure, the harvester noticed the coating on the jaw was delaminated. There was no pt effect and no product retrieval was required.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed no delaminating and/or tears were present on the hot and cold jaw boots. There was a slight discoloration associated with an impression from the cutter wire of the tri-heater assembly present on the serrated section of the cold jaw boot. One side of the tri-heater wire assembly was lifted away from the hot jaw boot. The reported failure was not confirmed. A lot history record review was completed for the product and there was nonconformance associated with the lot number.